Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to difficulty charging. The implantable pulse generator (ipg) was replaced. The patient was stable post operation and doing well. The facility discarded the device per guidelines and will not be returning for analysis.